Manufacturer narrative:
(B)(4). Concomitant medical products: 42509909300, femoral ps impactor pad, 62888999; 42504706002, ps-cps femoral provisional right size 6, 62643494. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during total knee arthroplasty, the surgeon felt the fixation was not firm while impacting the femoral trial. It was noted that there was no harm to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Visual examination of the returned products identified signs of repeated use (impact marks), a functional test determined the instrument to perform as intended. The DHR was reviewed and no discrepancies relevant to the reported event were found. Technical evaluation of the product determined there are no issues with the device and it functions as intended. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.